Event description:
Additional information indicated patient underwent surgical intervention on 19 november 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced vibration sensation even when therapy is off. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.